Event description:
It was reported that on (B)(6) 2015, the procedure was to treat a mildly tortuous, moderately calcified, 90% stenosed, de novo lesion in the distal circumflex. A xience alpine 2.5 x 38 mm was deployed at the posterior descending branch at 14 atmospheres, 3 times. Then, a xience alpine 3.0 x 18 mm was placed proximal to the xience alpine 2.5 x 38 mm stent with overlap. Also, a xience alpine 2.5 x 38 mm was placed at the posterolateral branch and the procedure was completed without issue. On (B)(6) 2015, the patient experienced chest pain in the hospital. Angiography was performed and thrombosis was noticed in the xience alpine 2.5 x 38 mm stent placed at posterior descending branch. Pulse infusion, thrombolysis and balloon angioplasty were performed. On (B)(6) 2015, the patient experienced chest pain again. Angiography was performed and thrombosis was noted in the xience alpine 2.5 x 38 mm stent in the posterior descending branch. Pulse infusion, thrombolysis and balloon angioplasty were performed. The patient recovered but was still in the hospital as of (B)(6) 2015. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no evidence to indicate the presence a potential quality issue with respect to manufacture, design or labeling. Angina and thrombosis are listed in the xience alpine everolimus eluting coronary stent system instructions for use as known patient effects of coronary stenting procedures.

Event description:
Subsequent to the filing of the initial medwatch report, the following information was received: the patient was discharged on (B)(6) 2015.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.